Event description:
It was reported that the patient experienced urinary retention. After a pulse field ablation (pfa) procedure to treat atrial fibrillation using a farawave catheter the patient had urinary retention. The patient was hospitalized and administered intravenous (IV) meropenem. The patient was discharged from the hospital after five days with the complication resolved. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.